Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 03/13/2025 - 03/14/2025. H11: the device was received for evaluation. Visual inspection was performed which showed that the tubing was separated from the second y-site clearlink in the upstream part. Additionally, a lack of solvent was noted during the examination of the tubing, and the solvent was not applied uniformly in the tubing. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the hub at one of the upper port sites (clearlink) of a clearlink system; non-dehp continu-flo solution set resulting in a leak. The issue occurred during setup (priming) with normal saline. There was no patient involvement. No additional information is available.